Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to infection. The distal side of this ra lead was abandoned inside the patient. This lead is not expected to be returned. No additional adverse patient effects were reported.